Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that it was found the forceps elevator of the subject device had the foreign object, and the dirt inside the light guide lens of the subject device. Omsc reviewed the inspection report of olympus (B)(4) and found the new reportable malfunction, an indication that the subject device had been insufficient or incorrect reprocessed (the user may have used the poor reprocessing subject device for next procedure). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found the forceps elevator of the subject device had the foreign object, and the dirt inside the light guide lens of the subject device. The subject device had been returned to olympus india for repair of leakage in the forceps elevator and a problem with bending part not being angled because of cutting off the wires. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root causes of the reported phenomena could not be identified. Consideration: foreign material adhered to the forceps elevator. It was not able to specify the cause of foreign material adhesion to the elevator. It was confirmed dirt at various parts of the subject device. Therefore the cause was presumed as below: user reprocessing process and brushing process for the forceps elevator differed from IFU recommendation. The user facility staff was less trained in usual reprocessing, device handling and/or reprocessing before returning the device for repair in accordance with IFU. Inside of the light guide lens was dirty. It was not able to specify the cause. It was confirmed damage from device handling. Therefore the cause was presumed as below: physical stress made the light guide lens glue lift. Dirt entered from there. Moisture invaded on the subject device from leaking point, which corroded components inside the light guide lens. Corrosion product may have left as dirt. If additional information becomes available, this report will be supplemented.